Event description:
During a cataract extraction procedure, this phacoemulsification handpiece did not have as much power as it should have had and the physician exchanged it for another to complete the procedure.